Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed low voltage hazard events on (B)(6) 2025 at 06:55 while using the mobile power unit (mpu). It appeared that the mpu briefly lost power. The emergency backup battery powered the system controller until power was restored to the mpu.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: the reported event of a loss in ac power while connected to the mobile power unit (mpu) was confirmed via the log files. The system controller event log file was reviewed, and timestamps spanned approximately 7 days (10:54:33 on 03mar2025 to 11:07:28 on 10mar2025). The log file captured low voltage hazard and power cable disconnect alarms due to a loss of ac power while connected to the mpu on 09mar2025 from 06:55:52 to 06:55:55. The alarms resolved when power from the mpu was restored. The system controller emergency backup battery supplied power to the system during the loss of external power and pump function was not affected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log files. Multiple good faith effort (gfe) attempts were made to gather more information, including if the mpu has a v-lock connector on the ac power cord, the mpu serial number, and the cause of the loss of ac power; however, no response was received. The root cause for the reported event was unable to be determined during this investigation. The device history records for the mobile power unit (mpu) were not available as no product identifying information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s emergency backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the manufacturer is closing the file on this event.